Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a routine device upgrade, externalized conductors were observed on the right ventricular (rv) lead. Abbott technical support reviewed the diagnostic imaging and confirmed externalized conductors on the rv lead. No intervention was performed to address the event. The patient was stable and will continue to be monitored.